Event description:
It was reported that during a gastric sleeve procedure, the device was fired with the knife side up to watch the blade. When taken off tissue the device became hung up on the tissue. The specimen side had malformed staples. The surgeon decided to take another device to fire on the patient side for concern there may be malformed staples on the patient side. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). During additional inspection of the cartridge, damage was also found on the internal bottom surfaces of the cartridge possibly being the root cause of the reported event and not due to the device being clamp on a hard object.

Manufacturer narrative:
(B)(4). Damaged cartridge, damaged one piece sled. One device was returned in good visual conditions and with an (B)(4) cartridge present. Upon further inspection, the reload was received fully fired on the left side. On the right side the sled was broken and the sled had entered to the knife slot instead of firing the staple drivers. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If the device is fired, the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device was tested for functionality in the straight position with a test vascular and thick thickness cartridges reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Sleeve was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 3rd. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green and blue. Was buttressing material utilized? Seam guard. Was the instrument fired across or near an existing staple line or clip? Near. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? Yes-the device became hung up on tissue. The device was not difficult to open. Is there any other additional information you would like to share about this device or procedure? Looking at the cartridge it appears the knife shaved away part of the part of the reload, plastic it bunched up on the internal track of the cartridge. The device is being returned with a unused cartridge and seam guard b/c dr decided he wanted a new device.